Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-06723 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar adhesive events with three infusion sets which fell off during use due to weak adhesion. The set was used for 1 day for first event and 30 minutes for the second event. Patient's bg at time of event was - 220 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.